Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. Upon scheduled follow-up on (B)(6) 2008, the physician observed warning messages (about several resets) and inconsistent/corrupted statistics. Other parameters seemed to be correct. Obsolete programmer software version was used. Another follow-up was performed on (B)(6) 2008 with up-to-date programmer software version. Interrogation was successful. No data discrepancies were observed. However, one of the warning messages recurred ("invalid calibration constants"), and some parameters showed values in yellow background (safer -> ddd parameter).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method : review of the electronic data and files rec'd. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Final analysis: the reported behavior most probably results from telemetry errors that occurred during interrogation of the device with programmer software version elaview 1.32. Software improvements have already been implemented into programmer software version elaview 1.34 (and higher): the telemetry procedure has been re-enforced through the implementation of an add'l control related to data reading upon device interrogation. This implementation would have enabled to prevent the reported behavior. The warning "invalid calibration constants" will remain until the shock vector is reprogrammed. To ensure proper functioning of the device, the MFR recommends that comprehensive checks be performed on the device, including (but not limited to): impedance, threshold, pacing, detection, charge time, and real-time checks. Reminder: programmers should be updated with up-to-date programmer software versions, since important corrections and improvements are implemented regularly.